Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not power on. The customer stated that a hissing-type noise was heard and the unit shut down. The customer removed the backup battery and verified power at the wall outlet, but the station began to power on and then shut down again. They also noted that the scanner emitted a beep and then shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer checked for shorts none were found, then determined power supply was bad this occurred after some construction equipment was used in the medication room. Fse replaced power supply station powers up and boot into application. The system functioned as intended after the field service engineer repaired the device.